Event description:
The customer contacted physio-control to report that their device powered off by itself when the code summary button was pressed. The device was being used to provide pacing therapy to a patient when the reported issue occurred. The reporter advised that the unit powered back on and pacing continued. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
As a precaution, physio-control replaced the battery wire harness, power pcb assembly, and rear case assembly (which contains replacement battery pins). Physio-control then made other, unrelated, repairs and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response appears to be forthcoming.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device but was unable to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself when the code summary button was pressed. The device was being used to provide pacing therapy to a patient when the reported issue occurred. The reporter advised that the unit powered back on and pacing continued. There were no reports of adverse effects to the patient as a result of the reported issue.